Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female patient underwent a sigmoidectomy on (B)(6) 2013. A pollock catheter was placed by a urologist under direct vision into each ureter, prior to sigmoidectomy, for drainage and to highlight ureters. After the procedure, the pollack catheters were removed. The patient then developed edema in the ureters, and were not able to drain properly. A stent was placed in each ureter to initiate drainage.

Manufacturer narrative:
The physician had placed catheters to be used for drainage during the sigmoidectomy and removed them via cystoscope once the procedure was complete. The patient developed edema in the ureters; the ureters were unable to drain properly and stents were placed in each ureter to initiate drainage. The product has not been returned; therefore a physical evaluation could not be completed. The device is manufactured per engineering drawing, and inspected so that the functionality of the product is verified by quality control activities. The material is inspected in incoming quality control (iqc) to ensure that the material is uniform in quality and condition, clean, smooth, and free from foreign materials, lumps, tears, die marks, excessive waviness, or striations lqc verifies that the material conforms to the specifications in: quality, finish, color; material test, material length; sizes and tolerance; packaging. Summary of findings: as there is no evidence to suggest any nonconformity with this device, the root cause has been identified as related to the patient condition. The patient developed edema after the catheters had been implanted in the patient during the procedure, the most likely cause for this event would be that the patient had an allergic reaction to the material of the catheters, thus causing the edema seen post-op.

Event description:
Area representative stated this is the fourth time this has occurred in the last ten weeks.